Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a healthcare professional via a company representative in regard to a patient receiving an unknown type of drug via an implantable infusion pump. The indication for use (IFU) was listed as peripheral neuropathy and spinal pain. It was reported that pocket erosion occurred, the device ruptured the skin. The pump and some of the catheter was exposed. No patient symptoms reported. The event was first observed after implant. The exact event date was unknown. An allegation against device sterility was not alleged. It was noted that the physician would like to move the pump to the other side.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving bupivacaine, baclofen and dilaudid, unknown concentration at unknown dose via intrathecal drug delivery pump for non-malignant pain. It was reported that when pump was implanted 2 years ago, about a week after recovery, the wound wasn't healing properly and wouldn't close up and "was holding a lot of old blood". Patient mentioned "the pocket wouldn't accommodate a bigger pump, so they had to put in a new one". No out of box failure was reported. No medical or therapy problem associated with small parts was reported. No further complications were reported.

Manufacturer narrative:
F information is provided in the future, a supplemental report will be issued.